Manufacturer narrative:
Additional information received: the cec assessed the type ib endoleak as related to the device and not procedure related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: corelab review of CT imaging from approximately 4 months after the index procedure identified aortic enlargement of +6.4mm along the endograft. No endoleak or, stent ring enlargement or stent fracture were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmf3731c173te, serial/lot #: (B)(6), ubd: 01-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic dissection. It was reported 2 days post the index procedure, follow up CT prior to discharge showed a type ib endoleak. Follow up imaging approximately 4 months post the index procedure showed a slight increase in the maximal diameter (58mm -> 61mm) of the descending aorta with the type ib endoleak. Approximately 5 months post the index procedure intervention was completed. Graft replacement of the thoracoabdominal aorta was per formed and the issue resolved without sequelae. The site assessed the endoleak as having a causal relationship to both the device and index procedure and dissection. The medical monitor assessed the endoeak as related to the device, index procedure and dissection. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received: the ib endoleak was contained in the navion stent graft 37-31-173 (lot # 30054337). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.